Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was damaged and leaked fentanyl during the infusion. The following information was provided by the initial reporter: "I requested for fentanyl infusion and wonder why it is finishing fast, when I was going to hang my fentanyl infusion for my patient I primed and was going to place to the IV pump I noticed very slight dripping down the line going to the patient and immediately stopped priming and checked where is the problem, noticed the elastic part of the tubing that is placed inside the pump cartridge is broken, showed it to the charge change the tubings and informed the nursing supervisor." "Please can you confirm if any visible damages to the product or product packaging was detected before use?" Before use we can't see it .very minor breakage unable to visible. "Please can you confirm if the issue was identified during priming or during infusion? If during infusion, how long into the infusion?" The incident found while infusing and medication amount was decreasing inside the bag then the nurse check the tubing then she found leaking. "Please can you confirm the exact location of the leakage, i.e. Is there a hole in the pumping segment where the leakage occurred?" From the elastic part of the tubing was the leakage found .minor breakage was found. "If yes, how big was the "hole" was it small or a large cut across the tubing?" Very small. "Please can you confirm if any visible defects or cuts were detected before use?" Before use unable to find. "Please confirm if the leakage was observed from an infusion of fentanyl that was already delivering or was the leakage from the new infusion being primed/set-up for the patient?" The incident identified while the infusion was running. "Was there any patient harm?" No harm to the patient. "Was there an under infusion?" The infusion finished early due the leakage.

Manufacturer narrative:
One 2420-0007 sample was received without packaging for investigation, however the customer indicated that the complaint sample was from lot 21055765. Residual fentanyl was present in the returned sample. The feedback provided by the customer indicates that leakage was observed from the pumping segment during infusion. A visual inspection of the returned sample confirms the customer's experience as a visible cut was detected from the upper silicone tubing of the pumping segment. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the observed damage could not be determined in this instance, as the leakage was observed during infusion and not during priming, it is unlikely that a manufacturing defect could have contributed to the customer's experience. However previous investigations into reports of this nature have not identified any obvious manufacturing processes which may have contributed to the customer's experience and a definitive root cause could not be determined. A review of the production records for lot 21055765 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 2420-0007 product in the past 12 months.